Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavr procedure was completed. Reportedly when the sutures were tightened on both prostyle devices, the sutures pulled out of the artery, with the knots intact. The sheath was re-inserted and manual compression was applied until the femostop device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.